Event description:
During outreach call, customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 40 and blood glucose was 100 mg/dl to 125 mg/dl. Customer reports to have resolved issue by turning sensor off and back on, therefore, customer declined troubleshooting. Customer was advised that method used to resolve issue was off label and was advised to call if issue re-occurs. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.